Event description:
It was reported that the insulin pump over bolused. Customer stated that the drive support cap was loose. Customer went low at work. The blood glucose reading bottomed at 22 mg/dl and customer passed out. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.